Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation. The evaluation was unable to conclusively verify customer information as valid. The functional testing cannot duplicate slippage. The lock has slight movement and a residue buildup is present. Replacement of worn internal parts is required at the moment. Preventative maintenance , replacement of worn part and cleaning required at this time. This device exceeds its expected life of 7 years, lot code:091 (manufactured in 2009).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) slipped on a patient's head while they were rotating the clamp to get the patient's head into the correct position. This was before the clamp was attached to the bed frame. When it slipped, the two pin rocker rotated as if it was not locked, one or both of the pins dragged, and the compression dropped from 80 to 20. They reversed the clamp and tried again. The same thing happened leaving the patient with lacerations on both sides. The locking mechanism for the rocker was hard to engage, and they reported that at times it is at a hard stop but not fully locked. It is unknown if the device failure led to a delay in surgery. Additional information has been requested.